Event description:
It was reported that a physician performed an uneventful breast biopsy using the atec system. A securmark biopsy site marker was then placed and upon removal the physician, "discovered a plastic part in the removed lesion". It is believed the foreign object came from the marker deployment device. We have been unable to obtain additional information surrounding this event.

Manufacturer narrative:
Lot number of the disposable device not provided by the complainant, therefore, the expiration date is not known. The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. If additional relevant information is received or device evaluation completed, a supplemental medwatch will be filed. Lot number of the disposable device not provided by the complainant, therefore, the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. (B)(4).